Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was placed at the papilla to perform a sphincterotomy. The nurse bowed the device and the cut wire broke; no part of the cut wire fell inside the patient. The device was removed and another dreamtome rx sphincterotome was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Device component code 430 relates to device problem code 1069 for the reported event of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was placed at the papilla to perform a sphincterotomy. The nurse bowed the device and the cut wire broke; no part of the cut wire fell inside the patient. The device was removed and another dreamtome rx sphincterotome was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cutting wire was bent and broken. One end of the broken cutting wire remained attached to the anchor at the distal pierce hole; the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. In addition, the cutting wire was discolored from usage and the broken ends were blackened. The pierce holes were also blackened from use and cutting wire activation. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. The investigation concluded that the cutting wire snapped likely due to being grounded against some part of the scope and/or higher power settings. Therefore, the most probable root cause classification is operational context.